Event description:
The patient reported that she received a blood glucose result of hi mg/dl at 10:00 pm on (B)(6) 2019. The patient reported that she gave herself the suggested does of novolog insulin, based on the device result, through her infusion device. The patient could not recall how munch novolog she administered. The patient stated she was unable to concentrate and was in and out of consciousness. At 1:00 am on (B)(6) 2019 the patient's daughter found her unconsciousness and unresponsive. The patient reported that she believes she was unconscious for 1.5 to 2 hours before her daughter found her. Daughter tried to treat the patient with juice, but the customer could not swallow. The daughter called the emt's. The blood glucose results obtained by the emt's were not provided. The emt's treated the patient with an injection of glucagon, and the patient began to regain consciousness. After treatment, the emt's tested the patient's blood glucose and obtained a result of 99 mg/dl. The patient was not transported to the hospital.